Manufacturer narrative:
The presidio 18 cerecyte microcoil 10 mm x 34 cm (pc418103430j/j10292) could not be detached when the detachment button was pressed in the aneurysm. So it was removed. Another four micrus coils were used after this without any problems. An excelsior 1018 microcatheter (details unknown) was used. A pre-deployment electrical check was not performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. There was no resistance encountered during advancement. The product was not returned for evaluation. Without the return of the device, the exact root cause of the problem reported could not be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. Concomitant medical products and therapy dates: excelsior 1018 microcatheter (details unknown).

Event description:
The presidio 18 cerecyte microcoil 10 mm x 34 cm (pc418103430j/j10292) could not be detached when the detachment button was pressed in the aneurysm. So it was removed. Another four micrus coils were used after this without any problems. An excelsior 1018 microcatheter (details unknown) was used. A pre-deployment electrical check was not performed. The low battery light and fault light were not seen during the case. Upon pressing the power button, all lights illuminated. The green system ready light illuminated. During the detachment cycle, the detachment light illuminated. The audible signal beeped. There was no resistance encountered during advancement.